Event description:
The pump was returned for investigation. Investigation revealed a discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/18/2013 with the following findings: during investigation, the display screen was found to be discolored. The discolored display was replaced with a test display; the test screen was found to have no visible signs of discoloration. Unrelated to the display issue, evaluation revealed a cracked battery compartment. During testing, there was no audible tone observed; the vibration alert functioned appropriately. The pump was opened for investigation and a cracked cold solder connection was observed to be the cause of the absence of audible tones. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.